Event description:
Upon ci evaluation of soft touch lancet device, it was confirmed that at depth 4 and 5, the lancet failed to retract from cardboard until manually pulled away. New system sent to customer and return requested.